Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 61-year-old female patient for cardiomyopathy. The patient had a documented history of heart failure for more than 30 years. During impella support, red-tinged urine was observed, and the impella cp was repositioned in an attempt to alleviate the hematuria. The patient subsequently expired. The reported event involves hematuria requiring device repositioning, which is a known potential adverse event in patients receiving mechanical circulatory support and is a known risk listed in the instructions for use (IFU). The death is conservatively being reported on the impella cp; however, the impella cp is unlikely to have contributed to the cause of death, which is most plausibly attributed to the patient¿s underlying cardiomyopathy and longstanding chronic heart failure.

Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.